Event description:
It was reported to nova biomedical that a consumer received a result of 347 mg/dl on their blood glucose meter. A hour later, the consumer went to the ER thinking his blood sugar result was high. When the consumer arrived at the ER the nurse tested the consumer getting a result of 242 mg/dl on their hosp meter. Blood tests performed with nova meter and test strips revealed that the device gave high results showing our device performed as intended. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will not be returned for eval. The consumer will continue to use the devices.